Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of over 500 mg/dl. Customer administrated a manual insulin injection prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while in the ER. The customer was released from the ER the same day with no permanent damage. Reportedly, the cause of the issue was due to an occlusion alarm. The customer resolved the issue prior to the report with tandem technical support, therefore, troubleshooting could not be performed and the cause for the occlusion could not be determined. Reportedly, the customer reverted to an alternate method of insulin therapy.